Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 19 days. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had acute symptomatic anemia that was associated with low flow alarms and hypotension. The hemoglobin level was noted to be 5.7 from previous value of >12. The patient received 2 units of packed red blood cells (prbc) prior to transferring to (B)(6) hospital. The patient was suspected to have upper gi bleeding due to anemia and dark stool. The patient underwent esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2019 showing small arteriovenous malformation (avm). The patient received 4 units of prbc in total with stable hemoglobin level.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.